Event description:
Customer reported a button error on his insulin pump. He stated he was receiving a low reservoir alert so he tried rewinding the device. The esc button was not working. Customer's blood glucose is 104 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump esc button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.